Event description:
It was reported that a revision surgery was performed due to failure of the device. Sweeling was reported.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, based on the clinical documentation of noted edema tracks on the MRI and an x-ray showing an 8mm foreign body in the medial soft tissues of mid-left thigh approximately 1 week prior to the noted tibial tray loosening, currently unable to rule out a possible injury as a precursor and contributing factor to the tibial component loosening. The patient impact beyond the reported pain, the revision surgery (all components due to competitor revision implants), and an expected brief post-operative rehabilitative phase cannot be concluded. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches/failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the devices.